Event description:
It was reported that during implant attempt, it was noted that the patient had a shallow rv (right ventricle) with a lot of copy. The tined lead would not stayed fixed and dislodged. The lead was not used and an active fixation lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).